Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001223 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
A patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab has identified a hemostatic valve separation. It was initially reported by the customer that the vizigo dilator and the catheter were unable to be advanced through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician stated there was something white blocking the lumen. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged to continue the case successfully. There was no patient consequence. The customer¿s reported issue of obstructed sheath was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 2/24/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found what appeared to be the hemostatic valve dislodged inside the hub. The friction ring and brim cap remain intact. These findings were reviewed and determined the hemostatic valve separation to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 2/24/2020 and reassessed this complaint as reportable.